Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece. Visual inspection noted the outer insulation breached by degradation due to an insulation wrinkle from a tight bend radius adjacent to the connector boot. External insulation abrasion was also noted proximal to the suture sleeve tie impression, breaching the outer insulation and exposing the outer coil, which is consistent with friction to the device can. These damages confirm the cause of the reported noise. Electrical testing revealed no conductor fractures or internal shorts. All other damage noted is consistent with that occurring at the time of explant.

Event description:
During a normal device replacement procedure, there was a fracture noted on the right atrial (ra) lead resulting in noise, mode switching, and high impedance. The lead was explanted and replaced and the patient was stable.